Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-02804. It was reported that during preparation of lvads and prior to implantation, the user was unable to change any parameters through the system monitor after the system controller was connected. The issue reportedly resolved after the power module was exchanged for a backup. No other equipment was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not being able to change parameters on the system monitor was confirmed. The power module (serial #: (B)(6) was returned for analysis and was evaluated and tested. The power module did not function as intended, reproducing the reported event. The internal cables were replaced, resolving the functionality issue. Preventative maintenance and a safety were performed per procedure. The power module was returned to the customer. The internal monitor cable was returned and was found to be damaged; the ground pin was able to freely move in and out of the connector. The root cause for the reported event was conclusively determined to be due to damage to the internal cable of the power module. The heartmate 3 instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.